Manufacturer narrative:
Date rec¿d by MFR : 05mar2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 26may2019. Conclusion / root cause: during failure analysis, a visual inspection of the touchscreen showed no evidence of damage or contamination. During testing of the touchscreen did not pass calibration. It was determined that the resistance (ul_lr and ur_ll) and resistance ratio (ul_lr/ ur_ll ) were out of specification submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04mar2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The touchscreen could not be calibrated and programmed in german. The fse replaced and calibrated the touchscreen and programmed the unit in english. The issue was resolved.

Event description:
It was reported that the unit's touchscreen was unresponsive and displayed a foreign language. There was no patient involvement. Event date not specified; estimate used.